Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead explanted due to a dislodgement and perforation. The patient was too active post implant and did not follow guidelines. Additionally, the patent presented with a pericardial tap (pericardiocentesis). The physician decided to replace the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead explanted due to a dislodgement and perforation. The patient was too active post implant and did not follow guidelines. Additionally, the patent presented with a pericardial tap (pericardiocentesis). The physician decided to replace the lead. No additional adverse patient effects were reported.